Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage measurement test was performed and failed due to 0 vdc. A review of the share logs was performed and no data was found within the investigation window. The allegation was undetermined. The probable cause could not be determined. In addition a transmitter failed error was found in connection to the reported allegation. No injury or medical intervention was reported.